Manufacturer narrative:
Due to the product not being returned or a serial number provided, the device history record review is unable to be completed. Follow up with the customer regarding product return is still on going. If the product is returned a supplemental report will be submitted with the evaluation results.

Manufacturer narrative:
The device history record was reviewed; no related non-conformances were found. No escalation is required.

Manufacturer narrative:
It is unknown whether the product is available to be returned. If the product is returned a supplemental report will be submitted with the investigation results as well as the device history review. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with a patient using this ev1000a platform, there was a difference between the clinical presentation of the patient and the values provided by the monitor. It is unknown what the expected vs displayed values were. There was no allegation of patient injury.

Manufacturer narrative:
Reference CAPA-20-00141.